Event description:
The dentist reported that 4 months after the dental implant was installed in intraoral region #29, it was verified its non osseointegration. A 25 ncm of primary stability was achieved and immediate load was not performed. Bone graft was executed.

Manufacturer narrative:
(B)(4).